Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was reported as 1924879. A DHR review was attempted however, the part and lot number combination could not be verified. A DHR review could not be possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. Used to capture due to an infection and nonunion this device had to be removed. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent hardware removal due to infection, nonunion, and two broken 3.5mm cortical screws. Patient had the initial open reduction internal fixation (orif) procedure of distal humerus fracture on (B)(6) 2015. Patient was initially implanted with one 3.5mm locking compression plate (lcp) 7 holes, one 3.5mm lcp 10 holes, eleven 3.5mm cortical screws, one 3.5mm locking screw, and two 2.7mm locking screws. Postoperatively, it was found on unknown date that patient had infection (type unknown), nonunion, and two broken cortical screws. It was unknown how the issues were discovered. Patient underwent hardware removal on (B)(6) 2017. Surgeon could not remove the shafts of the broken 3.5mm cortical screws. Only the heads of the screws were removed. It was noted that surgeon had difficulties removing both lcps due to soft tissue and bony overgrowth. However, no additional medical intervention was required to remove both lcps. Both lcps were removed intact. In addition, surgeon decided to leave one 3.5mm cortical screw in the patient because surgeon could not gain access to it through the incision. The remaining devices were easily removed and were intact. Procedure was successfully completed without any surgical delays. Patient was not revised to any implants. Patient status/outcome was reported as stable. This complaint, (B)(4), will address the infection, nonunion, and two broken 3.5mm cortical screws complaint. Issues while removing the hardware are captured in (B)(4). This report is for one (1) 3.5mm locking compression plate (lcp). This is report 1 of 6 for (B)(4).